Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance (gripper line ¿ difficulty) could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). All steps were performed according to device instructions and there was no challenging patient anatomy. During deployment of the mitraclip, after 12 inches of gripper line was retracted, there was difficulty removing the gripper line. Curves on the device was reduced and slow movements were made to successfully removed the gripper line in its entirety. The clip was deployed reducing mr grade to 3. A second mitraclip was implanted reducing mr grade to 1. There were no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.